Event description:
Caller reported that a continuous glucose monitor (cgm) error occurred. There was no adverse impact to the customer's blood glucose level. Caller received assistance with a complete pump reset from technical support, which resolved the issue, allowing the customer to successfully start their sensor session again without any further error.